Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with dislodgement on routine morning check pre-discharge. There was no capture and some ventricular over-sensing. The lead was successfully repositioned in a procedure on (B)(6) 2021. Post-procedure, the patient was stable.